Event description:
The pt was implanted with a siltex low bleed gel-filled mammary prosthesis on 07/23/1998. Subsequently, the pt experienced an infection and seroma. The device was explanted on 09/11/1998.